Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the reload was partially fired and staple pushers were visible between the 3cm and 2cm cut lines. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of sleeve resection via laparoscopic procedure, the device partially fired. The first reload was placed 4cm away from gastric tissue. The green button could be pressed and the device was firing. The device fired very slowly in stage 3. After 2.5 cm, the device indicated too much tissue and was stopped. The doctor waited a few seconds to compress the tissue and triggered the firing process again but only a few millimeters could be fired. The reload was opened and the reinforcement material was removed using scissors. To complete the case the surgeon used another black reload without a reinforcement material but tissue thickness "3" was displayed on the screen of the handle. The reload was opened and closed again over the tissue. The tissue was more compressed, and the handle screen displayed thickness "2". The new reload could be fired and the firing process was in the slowest stage "3". There was no patient injury.